Event description:
Event description: on (B)(6) 2023, during the index procedure, the subject experienced complete heart block after placement of safari 2 guidewire into the left ventricle prior to the balloon aortic valvuloplasty. -of note, since complete heart block was noted due to safari 2 guidewire prior to the placement of study device, the event was conservatively assessed to be related to safari 2 guidewire. Following balloon valvuloplasty, study device acurate prime aortic valve xl was deployed. Post dilation was not performed. -the subject was on rapid ventricular pacing (temporary pacemaker). Subsequently, transthoracic echocardiogram images revealed excellent valve placement with trivial perivalvular regurgitation. On (B)(6) 2023, electrophysiology (ep) was consulted and recommend for dual chamber pacemaker. On (B)(6) 2023, on the same day of index procedure, the subject was implanted with dual chamber permanent pacemaker and temporary pacemaker was removed. Per edc, the indication of ppm was 3rd degree av block. Per ep notes, the subjects paced qrs was not at the best, probably due to damaged conduction post tavr. There was good sensing/pacing threshold/impedance of both leads. No new arrhythmias were observed on cardiac monitors. On (B)(6) 2023, physical exam and overnight telemetry were both reassuring as no new arrhythmias and no significant alarms were noted. The subject was discharged. -no additional information is available at this point of time.

Manufacturer narrative:
This medwatch report is being filed as a good faith measure. Product is not expected to be returned; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use: 1.ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2.carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3.after inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4.insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5.carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6.remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7.advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8.confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9.maintain wire position while tracking or advancing a catheter or device over the wire. 10.to remove the guidewire from the treatment area: a.a catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B.the safari2 guidewire is pulled back completely into the catheter. C.the safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.